Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09/04/2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving hydromorphone 2 mg/ml; 0.1642 mg/day, clonidine 7.5 mcg/ml; 0.6158 mcg/day and bupivacaine 12.5 mg/ml; 1.026 mg/day via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was (B)(6) 2019. It was reported that on (B)(6) 2019 an x-ray was done and confirmed the catheter became disconnected from the pump. The doctor recommended turning the pump off and supplementing with oral medication. The pump off password was provided. A replacement was planned. No symptoms were reported. No further complications were reported. (B)(6) 2019 additional information was received from a consumer indicated the pump was supposed to help him with the pain in his back and legs, but it was not helping. The healthcare provider (hcp) would adjust his medication each time he went in for a refill, but it did not help. It was noted an x-ray was ordered two weeks ago, and they saw that the catheter was broken. The patient reported, ¿they disconnected the pump and took all the fluid out," and now the hcp was talking about putting another pump in. The hcp put the patient on oxycodone in the meantime to help with the pain. It was also reported that his "hands were starting to lose power and could not raise hands above my head." The patient had a hard time cutting his food and taking a shower, requiring assistance from his wife. It was noted "they did a hand test" and he was able to perform those activities now. The event date regarding hands starting to lose power was within the 2016 period. Somewhere between 2017 and on the patient was not getting results from the pump. In (B)(6) 2019 (2-3 weeks ago) the broken catheter was discovered. The patient did not know exactly what was in his pump back in 2016 and 2017. It was noted one time ¿they did dilaudid, another time they had morphine, they always had different cocktails.¿ the situation was being addressed by the hcp. In addition, the patient was to have an MRI to check for nerve damage and not to look at the pump. The MRI was not due to a problem with the patient¿s device or therapy. No further complications were reported or anticipated.